Event description:
The customer reported that the alarms were not detected for a pt in distress.

Manufacturer narrative:
The customer reported that alarms did not occur for a pt in distress. Subsequently in 2009, philips was informed that the pt expired. The hospital also informed philips that the clinical staff had turned off all alarms during the timeframe of the event. The instructions for use (IFU) describes how to turn alarms on and off. Philips is considering the disabling of alarms for an extended period of time as a factor in the clinicians not being immediately aware of changes in the pt condition.